Manufacturer narrative:
The information provided is limited to the maude event report. No contact information was provided, as such requests for additional information cannot be made. Based on the information provided the cause of the alleged postoperative symptoms cannot be determined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in october, 2016. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was reported via maude event report (mw5090106):" reporter states shortly after husband's double hernia surgery with the use of a bard/davol 3dmax mesh, he started having pain. He was told by the surgeon the pain will get better, but husband has been suffering with chronic left groin pain that radiates down his leg and testicle area for the past two years due to the mesh. Reporter states patient has several health issues associated with the pain, physical activity is limited, diagnosed with peyronie's disease and erectile dysfunction. Patient has been referred to a neurologist for nerve pain by his surgeon."